Event description:
It was reported that ventilator was not delivering volume. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, leakage was detected on the patient cassette side of the circuit and replacement of the patient circuit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The purpose of patient circuit's is delivering and exchanging gases. The volume of the patient circuit used during pre-use check should be the same as during ventilation. If the patient circuit is changed after the pre-use check is completed, perform a new patient circuit test. Review of the provided device's logs confirm occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient, but there are no technical error codes to indicate a ventilate malfunction. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Generated alarms peep low, respiratory rate: high, expiratory minute volume: low are indicating that there is leakage in patient circuit. Our conclusion is that, there is no evidence of ventilator malfunction. The ventilator generated appropriate alarms in response to the leakage in the patient circuit. The UDI information is not available since the device was manufactured before 2015. Event site name: tc saglik bakanligi ataturk gogus h event site address: sanatoryum caddesi 06280 kecioren